Manufacturer narrative:
A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the rubber tube covering had degraded, due to wear and chemicals from reprocessing over time. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use, (IFU): evis exera ii ultrasound gastrovideoscope, olympus, gf type uct180. Important information: please read before use: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the bending sheat cover was broken/torn/ruptured-metal was protruding. The bending section was damaged, and due to damage on bending tube, metal part was sticking out from breakage on the bending section cover rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.